Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 03/30/2021.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "not maintaining hygiene". Twelve days after the onset , the patient was hospitalized for the event. The patient was treated with meropenem injection (1gm, intravenously, twice a day, duration not reported. Treatment was ongoing) and amikacin injection (125mg, once a day, route and duration were not reported, treatment was ongoing) for peritonitis. Dianeal therapy was ongoing. At the time of this event, the patient was still in the hospital and was recovering from the event. The patient has been retrained for proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported on an unknown date, the patient was discharged from the hospital and was recovered from the peritonitis event. Twenty days after the date of onset, pd therapy was discontinued. On an unreported date, the pd catheter was removed and the patient was shifted to hemodialysis (twice a week). At the time of this report, antibiotic therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.